Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was seen during a routine follow-up visit and an ultra-sound was done which showed an ulceration of the left iliac distal to the end of the stent graft. During this visit an axial brachial index (abi) test was done and this showed there was decreased blood pressure on the left side and the decision was made to refer the patient to the vascular surgeon. A CT was done and confirmed there was no dissection, or stent graft compression / kink or infolding; however, there was thrombus that extended into the contralateral limb, but did not involve the gate or flow divider. The contralateral limb was not totally occluded but the lumen was decreased. The cause of the thrombosis is unknown; therefore, the decision was made not to perform any endovascular intervention at this time. The patient was placed on anti-coagulation medication and will be monitored. One week later a thrombectomy was performed and successfully resolved the limb thrombosis. The left limb is open and patent. No additional clinical sequelae were reported and the patient is fine. Review of a single CT cross-section image post-implant showed that both limbs are patent with no compression seen. Several returned still angio images showed that the ipsilateral limb was placed on the right side. The contralateral left limb is seen occluded near the limb mid-length; just distal to where the ipsilateral / contralateral limbs had crossed. The cause of the thrombosis is unknown; no stent graft compression or kinks are seen. Images post-thrombectomy show that the contralateral limb is patent; no thrombus is seen. The cause of the thrombosis may be patient related.

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (stent graft occlusion), patient¿s condition affected effectiveness of device (thrombus formation in the left iliac artery). Conclusion: known inherent risk of procedure (stent graft occlusion), device failure related to patient condition (thrombus formation in the left iliac artery).